Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch manufacturer's report# 1222780-2010-00205. Approximately 48 hours following an uneventful novasure endometrial ablation performed on (B)(6) 2011 the pt called the physician reporting a fever of 102 degrees fahrenheit with back and pelvic pain. She was started on intravenous (IV) antibiotics: levaquin (levofloxacin) and flagyl (metronidzaole). A computed tomography (CT) scan (date unk) was normal and a urine test (test and date unk) was negative. On (B)(6) 2011 the physician reported the pt is doing fine.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint date cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot record reviews was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).